Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery the patient experienced with toxic anterior segment syndrome after using ophthalmic handpiece. Additional information has been requested.

Manufacturer narrative:
Additional information provided in section h.4 and d.4. Corrected information provided in section b.5, b.6 and b.7. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple ophthalmic handpiece caused toxic anterior segment syndrome (tass). It is unknown which specific handpiece was the cause. Additional information has been requested but no further information is available.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample revealed no visual nonconformity. The irrigation and aspiration lines of the handpiece were flushed for particulates/foreign material testing. The collected material was isolated and microscopically analyzed and found to contain numerous clear fibers up to 600 m in length and numerous dark particles up to 120 m in length. The analysis of the fibers found the best match to be wypall fibers (natural fibers). The analysis of the dark particles identified elements including carbon (c), oxygen (o), aluminum (al), titanium (ti) and vanadium (v). The presence of these elements along with the visual characteristics suggests the particles are likely titanium alloy. However, the exact origin of the fibers and particles remains inconclusive. The returned phaco handpiece was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet specifications per manufacturing test procedure (mtp). A phaco handpiece non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. The root cause of the reported event is inconclusive and there is no indication that the handpiece manufacturing process contributed to the reported events. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).